Event description:
It was reported that the hosp staff detected a leak in the valve during preimplantation testing.

Manufacturer narrative:
The returned valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. The valve did not pass the leak test due to a small tear in the top of the delta chamber. A review of the mfg records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.